Event description:
It was reported that the manufacturer¿s representative (rep) could not interrogate the implantable neurostimulator (ins) with the clinician programmer when she saw the patient the day of the report. The rep. Attempted to charge the ins, but saw the reposition antenna screen. The rep. Used the antenna locate (al) feature and saw a power on reset (por) as a result, which led to a normal charging screen. It was reviewed with the rep. That this meant the ins was charging normally and was in shallow overdischarge which was the reason the al feature started a normal charge instead of needing to use a physician mode recharge (pmr). At the time of the report the por was unresolved, but the patient was charging normally in the clinic. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The company representative confirmed that the patient was just discharged and not overdischarged. The patient¿s device was able to be charged fully and patient was receiving effective therapy. The company representative did not remember seeing a por code.

Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3550-29, lot# n185094, implanted: (B)(6) 2009, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).